Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; the total daily dose basal delivery totals were recorded as programmed the pump is delivering basal rate as programmed however review of the bolus history showed the two bolus totals do not add up correctly with a >5% difference. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: review of the black box data and download history revealed no activity outside of normal use. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The bolus totals from the bolus history matched the bolus totals from the total daily dose history. On investigation, the pump was exercised for 24 hours without issue and was found to be delivering within the required specifications without malfunction. Bolus deliveries were performed during investigation and were accurately recorded in the pump history. Investigation did not duplicate the alleged inaccurate delivery issue.